Manufacturer narrative:
H3: the complaint sample was returned incomplete to viant for evaluation and the reported event is unconfirmed. The returned straight reamer handle was able to function without issue and exhibits no functional failure or breakage. The teflon sleeve was not returned with the assembly rendering the device incomplete and unable to be assembled as intended. As the straight reamer handle is incomplete and used without the teflon sleeve, this is considered misuse (user error) as the teflon sleeve is required to appropriately use the device as intended. From visual examination, the device was able to be assemble and function with ease. There are signs of wear and tear from repeated use along with damage appearing like impact marks which is considered misuse (not intended for impact). However, there is no observed failure or breakage. The current IFU sent with this device today, man-004006 rev. A, states the following; end of life is determined by wear and damage due to intended use, visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, where instruments form part of a larger assembly, check assembly with mating components, check hinged instruments for smooth movement, viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. The device had experienced approximately 6.73 years of use. It is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. In conclusion, the reported event is unconfirmed as the returned straight reamer handle was able to function without issue and exhibits no functional failure or breakage. As the straight reamer handle is incomplete and used without the teflon sleeve, this is considered misuse (user error) as the teflon sleeve is required to appropriately use the device as intended. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. G2: complaint information provided by distributor, depuy synthes.

Event description:
It was reported during an unknown procedure on a female patient that the reamer is spinning elliptically. No consequences or impact to patient.